Event description:
Customer reporting 1 false negative sars result. Customer states the results were confirmed positive by other manufacturer rapid antigen test. Further communication with the customer is not possible to obtain more information.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information. Source: online review.